Event description:
It was reported that during a mapping procedure, the lasso catheter became entangled in the mitral valve. While attempting to untangle the catheter, the loop separated from the shaft. During attempts to retrieve the tip, atrial perforation occurred. The perforation could not be attributed to a specific catheter. The patient underwent surgery to remove the loop section and repair the perforation of the left atrium. The patient is doing well.